Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the linear lead was replaced with a paddle lead. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7133322 product family: scs-lead fixation upn: m365sc43160 model: sc-4316 serial: (B)(6). Batch: 31951016 product family: scs-lead fixation/scs-lead fixation upn: m365fb101010 model: fb-1010-1 serial: (B)(6). Batch: 32163762/ 32358290